Manufacturer narrative:
Product ID 8709sc, lot# n129574028, implanted: (B)(6) 2007, explanted: (B)(6) 2020. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2020. It was reported that there was a "broken catheter" ("catheter fracture"). No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n129574028, implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2020-apr-08 regarding a patient receiving lioresal (2000mcg/ml at 704/9mcg/day) via an implanted infusion pump. It was reported that the patient began having symptoms of increased spasticity on (B)(6) 2020. Clear fluid was leaking through the incision site. The patient was operated on within the pump site and no leak was detected on (B)(6) 2020. A dye study was performed on (B)(6) 2020 and showed a positive leak in the catheter. The entire catheter was replaced and they were unable to identify the exact location once the catheter was removed. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. The issue was resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.